Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test lab results provided by end-user at time complaint was filed: date: 2008, in ratio: 3.9, lab: 3.2, mean: 3.55, confident limits: 2.2-5.3. As per internal procedure rev.2 the inratio and lab values are within the confident limit. Product will not be investigated.

Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008, in ratio: 3.9, lab: 3.2.